Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. During inspection, one of the wires in the umbilical cable was found to be disconnected. The wire was reconnected and then soldered, which resolved the reported issue. The customer was informed that the cable needs to be replaced during the next planned maintenance. A system check-out was performed. The mechanical tests, imaging tests and safety inspection all passed; the imaging system performed as intended.

Event description:
A medtronic representative, following up with the site, reported that communication problems between the image acquisition system (ias) and mobile view station (mvs) were occurring, and an error message "image frame rate below recommended levels" displayed on the mvs. This behavior started with "connected, not ready" status displayed on the control panel. Re-seating the umbilical cable did not resolve the issue. No patient was present when this issue was identified.